Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the date of event as 09/19/2014 and date of this report as 09/19/2014. The correct date for these fields are (B)(6) 2016 and (B)(4) 2016 respectively.